Manufacturer narrative:
(B)(6). Concomitant medical products: vanguard 360 femoral component, cat#: 185262, lot#: 2744998; vanguard 360 revision system distal femoral augment with bolt, cat#: 185402, lot#: 017710; vanguard 360 revision system distal femoral augment with bolt, cat#: 185342, lot#: 980270; vanguard 360 revision system posterior augment with bolt, cat#: 185422, lot#: 829070; biomet splined knee stem with screw, cat#: 148307, lot#: 844510; biomet 360 offset adaptor with screws, cat#: 185211, lot#: 707080; biomet 360 tibial tray locking bar and screw, cat#: 185201, lot#: 375910; biomet splined knee system v2 with screw, cat#: 148304, lot#: 321990; biomet 360 offset adapter with screws, cat#: 185211, lot#: 524230; biomet 360 tibial augment with bolts, cat#: 185231, lot#: 952560; biomet 360 tibial augment with bolts, cat#: 185221, lot#: 320410; vanguard constrained tibial bearing, cat#: 183864, lot#: 795100. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05119; 0001825034-2017-05122; 0001825034-2017-05123; 0001825034-2017-05124; 0001825034-2017-05125; 0001825034-2017-05126; 0001825034-2017-05128; 0001825034-2017-05129; 0001825034-2017-05130; 0001825034-2017-05134; 0001825034-2017-05135. Product location unknown.

Event description:
It was reported that the patient had suffered from a nickel allergy and was subsequently revised. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this product does not contain nickel, and the patient has a nickel allergy.